Event description:
A discordant low result for troponini (tni) was obtained on a dimension vista 500 instrument. The initial result was elevated (positive). The customer diluted the sample and obtained a low result. The same sample run on alternate instrument gave again positive result. A new dilution gave result similar to the original result. Only the confirmed positive result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant tni result.

Manufacturer narrative:
The customer called the siemens technical support center (tsc) to inform about a discordant low tni result. Later the customer informed the tsc that the investigation in the laboratory determined the cause of the discordant low tni result was user error. A laboratory technician diluted different sample. The customer confirmed that they did not have other discordant results and that the quality control is in range. The instrument is performing within specifications. Further evaluation of the device is not required.